Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implantable pump for non-malignant pain and chronic low back pain. Since (B)(6) 2010 the catheter hurt where they joined it. Two to three months after the healthcare provider put the pump in the patient had a leakage the size of an egg on the back where the cerebrospinal fluid (csf) was leaking. The healthcare provider drained it once and two days later it was back to the same size. After they went through a second operation it leaked again, "so they decided to put in a joining device with the length of the catheter to go around the spine and come around the left hand side." The patient woke up in the middle of surgery. It took three times to get the pump in so it wasn't leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.